Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bag to vent microswitch was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent microswitch resulting in the loss of mechanical ventilation during a case. There was no report of patient injury.